Event description:
A customer reported that the unit shut down during a procedure and here was a burning smell coming from the machine. They were not able to restart the unit. The case was completed with an alternate system. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).